Event description:
During the procedure the physician was obtaining access to the left vein for an ICD implant. A micropuncture needle and wire were used. The micropuncture wire frayed apart inside the needle which was inside left subclavian vein. The physician was able to remove the needle and most of the wire. Part of the micropuncture wire remained inside the patient. A vascular surgeon was called to assist in the removal of the portion of the micropuncture wire that came apart inside the patient. Surgeon was successful in removing the small piece of micropuncture wire.